Event description:
The pt experienced problems with the hip implant at the end of 1995. In february 1997, it was determined that the hip was "defective" and revision surgery was performed.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results are insufficient to determine the cause of this event.